Event description:
It was reported that the customer has been experiencing high blood glucose levels and that insulin pump is not recording bolus information. Troubleshooting was performed to test the insulin pumps functionality. Customer was asked to program a 0.2 bolus twice to verify it in the history. Bolus only recorded in history one. Customer current blood glucose level is 139 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Pump received with scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip.